Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19's during the loading process. After the most current alarm, the customer attempted to load another cartridge and the alarm reoccurred. The customer's blood glucose level was not impacted. The customer was to use insulin pens to manage diabetes.